Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the procedural damage noted in the middle region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.